Event description:
It was reported to philips that the device failed its self test; the power supply was worn. There was no patient involvement.

Event description:
It was reported to philips that the device's power supply was worn. There was no patient involvement.